Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were not responding on his insulin pump. The blood glucose of the customer was unknown. Customer was offered to transfer the insulin pump to 24 hours. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.